Event description:
It was reported that large volume folfusor had a black particle; which was observed in the tubing that connects to the patient. This was identified while filling the device prior to use on a patient. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2022. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and it was noted that there was a dark brown color particle, measured to be 0.97 mm in length 0.20 mm wide, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (dark brown color particle) can occasionally be embedded in the material of the tubing during the manufacture of the device component (embedded tubing pm). The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.